Event description:
The patient experienced coupling and or communication issues when trying to recharge his implantable neurostimulator (ins). The ins was interrogated with a patient programmer and a physician programmer with no problems. The impedances were normal. An x-ray was taken and indicated that the ins was flipped. The health care professional externally flipped the ins back into the correct orientation. The patient was then able to get full coupling during recharging. The patient was doing fine and was able to recharge without difficulty. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).